Event description:
It was reported that the patient passed away due to pulmonary hemorrhage. The outcome was not considered device or therapy related The device was not explanted.

Manufacturer narrative:
Manufacturer's Investigation Conclusion: A direct correlation between HeartMate 3 Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The HeartMate 3 Left Ventricular Assist System (LVAS) Instructions for Use (IFU), Rev. B is are currently available. Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the HeartMate 3 Left Ventricular Assist System. Section 6 of the IFU, ¿Patient Care and Management¿ (under ¿Anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (INR) values, as well as suggested anticoagulation modifications. The current revision of the IFU can be found on the eIFU page of the Abbott website. The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.